Event description:
A bipap pro biflex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected, no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust fail contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.